Event description:
The clinic reported that vitrectomy function on the phaco machine was not working. No pt injury reported.

Manufacturer narrative:
An amo field service engineer (fse) inspected the equipment at the customer's location and found that the vitrectomy handpiece was not working. The vitrectomy handpiece was not returned for further eval. Other - handpiece.